Event description:
Customer was in emergency room for high bg. Instructed customer to use injections unit they can get their basal rates programmed in the pump. Instructed customer to contact their md for the basal rates. Customer's family member had called about a reset alarm and report reset alarm erased settings.